Event description:
The facility representative reported to baxter a colleague infusion pump with failure code 550. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a 550 failure code was not confirmed during service evaluation. However the quality engineer has determined failure code 550:320 to be the confirmed problem code. The assignable cause was a damaged speaker harness. The speaker harness was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. Should additional information become available, a follow-up medwatch will be submitted.